Event description:
Patient had star tibial component and sliding core mobile bearing revised.

Manufacturer narrative:
Additional revised component: star total ankle replacement sliding core mobile bearing, model# 400-142, lot# 0950058, device manufacturer date: 12/2010, expiration date: 12/01/2015, date implantation: (B)(6) 2013, date of explantation: (B)(6) 2013. Patient had tibial component exchanged due to tibial bone loss and tilt of implant. Sliding core mobile bearing also exchanged. The DHR for part no 400-142 lot 0950058 shows no anomalies; the DHR for part no 400-262 lot 100211/1906 noted that 4 out of the 40 pieces were discarded, and 8 were reworked; all released parts were within specification.